Manufacturer narrative:
The insulin pump was received with blank display after battery insertion. The problem isolated to pcb2. Analysis was unable to confirm failed batt test due to blank display. The insulin pump received with minor scratched lcd window and cracked retainer.

Event description:
The customer called in to report a failed battery test alarm. The customer's blood glucose level was 178 mg/dl. The customer cleaned the battery compartment and changed the battery but the alarm reoccurred. The customer was informed that the device would be replaced and to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with blank display after battery insertion. The problem isolated to pcb2. Analysis was unable to confirm failed batt test due to blank display. The insulin pump received with minor scratched lcd window and cracked retainer.